Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7142446. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of an bd intima-ii¿ closed IV catheter system "on the evening of march 8, when the patient was cared for, the catheter seat was still left on the foot, but the catheter was gone, and it was found around the bed, but it was still not found. A whole body scan was performed, and no catheter was found in the body so far."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of an bd intima-ii¿ closed IV catheter system "on the evening of (B)(6), when the patient was cared for, the catheter seat was still left on the foot, but the catheter was gone, and it was found around the bed, but it was still not found. A whole body scan was performed, and no catheter was found in the body so far."